Event description:
It was reported that during preparation for percutaneous coronary intervention, shaft fracture was occurred. During preparation, upon removing 15x4.00mm flextome cutting balloon from the sterile hoop there was resistance and it was noted that the shaft had fractured approximately 123cm from the hub. The device did not contact the patient and the procedure was completed with a 15x4.00mm nc quantum balloon catheter. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during preparation for percutaneous coronary intervention, shaft fracture was occurred. During preparation, upon removing 15x4.00mm flextome cutting balloon from the sterile hoop there was resistance and it was noted that the shaft had fractured approximately 123cm from the hub. The device did not contact the patient and the procedure was completed with a 15x4.00mm nc quantum balloon catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned to the complaint investigation site in two sections as a result of a break that occurred in the midshaft. The break site was identified just proximal to the rx port area approximately 25cm from the catheter tip. The midshaft was stretched for approximately 1mm at the break site. The device was returned with the balloon protector attached. Removal of the balloon protector was successful with no resistance met. No additional catheter damage was identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).